Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in (B)(6) 2024, the patient was catheterized for ureteral stenosis with a sunray stent 778626. 6 months after placement, stones grew on the surface of the stent, making it impossible for the patient to be extubated as usual, and the clinical option was to remove the stent by surgical intervention. After removal of the stent, the patient's condition was normal. The patient underwent an additional surgical procedure, which increased the cost of the procedure, and after removal of the stent, the patient's condition was normal; the clinic increased the volume of procedures and clinical diagnostic work.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in (B)(6) 2024, the patient was catheterized for ureteral stenosis with a sunray stent (B)(4). 6 months after placement, stones grew on the surface of the stent, making it impossible for the patient to be extubated as usual, and the clinical option was to remove the stent by surgical intervention. After removal of the stent, the patient's condition was normal. The patient underwent an additional surgical procedure, which increased the cost of the procedure, and after removal of the stent, the patient's condition was normal; the clinic increased the volume of procedures and clinical diagnostic work.